Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for urinary dysfunction/sacral nerve stim. And gastrointestinal/pelvic floor reported they thought they needed an adjustment because as of (B)(6) 2017 it didn't seem to be helping as much as it used to, and they weren't making it to the bathroom like they were during the trial. The patient programmer (pp) was used to connect with the device but the poor communication screen was seen and there was poor communication, although the patient had been recently implanted and therefore bandages and swelling were present, and they were still healing. The consumer additionally reported they felt like they had a stitch sticking out and wondered if scrunching around in their bed or getting up off of the floor in their typical way could have moved things around inside of them. On (B)(6) the consumer called after seeing their healthcare provider (hcp) on (B)(6). During the appointment the hcp increased the setting, but the consumer had no improvement and wanted to increase the setting more, but had never done this by them selves. Instructions were provided to the consumer allowing them to connect with the implant and increase stimulation a little bit. On (B)(6) the consumer called again looking to get a hold of the manufacturer¿s representative (rep) to find out about how high to go with their device as they were ¿in and out of it¿ the day of surgery. Currently stimulation was set at 4 volts as the consumer had been ¿punching it on their own,¿ but didn't know how high to go, although they had done better today since implant since turning stimulation up the night prior. However, anytime they went up to their cabin and got out of their truck they would have to change, and when they stood up it ran down their leg which had been happening prior to implant so they were trying to stay dry and not have to always wear pads. Since implant the consumer had continued using pads, but when they turned stimulation up it got better and they felt like the device was helping at least 50% with only needing one pad today, although they weren't happy they had to still wear pads. No other appointments were scheduled until (B)(6) so the rep. Was going to call them. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.